Manufacturer narrative:
Date of submission (B)(6)-2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(6)-2018 with the following findings: a review of the black box verified a call service 064 alarm. The investigation did not duplicate a call service 064 alarm during the 24 hour basal duration test. The pump was opened to find moisture corrosion on the motor flex connector. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 064) issue. It was reported that the piston would not rewind and emitted the cs 064 alarm. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.